Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows. During a surgery, a t-handle with ratchet wrench fell apart. A second t-handle with ratchet wrench was used and the surgery was completed. Upon inspection after cleaning it was noticed that the screw connection both parts had come loose and were not broken as assumed during surgery. There is no way of checking if the internal fixation screws were still tightened, the only thing that was observed during the last couple of surgeries is that the ratchet changed position upon reaching the maximum torque(diring the click the locking ring changed position) in retrospect they now assume this was probably caused by the internal screws not being tightened enough anymore. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not for diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.